Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
The initial failure description was rotaflow "shut down". According to service order 202004185 dated on 2020-09-01 a getinge service technician checked the rotaflow in question. The electrical, digital and analogical condition of the device was tested. The system functioned at all times. A detailed visual inspection shoed that the 70102.2588 circuit breaker shows signs of fatigue in its trigger spring. The technician suspects that the battery did not receive a satisfactory electrical charge, as the breaker was in the off position. The failure could be confirmed. The 70102.2588 circuit breaker has been replaced. An operation test of the rotaflow was passed. The device was released back for clinical use. The rotaflow risk analysis version v06 (dms# 2023689) was reviewed on 2020-09-17 with following most possible root cause: mains power failure and defective batteries. Malfunction or total fail due to mechanical influences, loosening of fastening (wrong installation, aging). According to instruction for use (instructions for use / 4.2 / en / 13; chapter 5.6.1 check before every use) it must be ensured before each application that the batteries are fully charged. The reported failure "shut down" was discovered during treatment. The device was directly involved in the event and not able to meet its specifications. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Rotaflow shut down during patient treatment. The device was exchanged. No harm occurred. Complaint ID: (B)(4).